Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) reported their leads broke. The patient stated the leads were finished being removed by the healthcare professional (hcp) on (B)(6). There were no further complications that have been reported as a result of this event.